Event description:
It was reported that during a ventricular tachycardia (vt) episode, this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which accelerated the vt episode into the ventricular fibrillation (vf). Zone the vf was successfully converted with shock therapy. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This event no longer meets reportable complaint criteria as therapy delivery was appropriate and did not induce a new arrhythmia.

Event description:
It was reported that during a ventricular tachycardia (vt) episode, this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) which accelerated the vt episode into the ventricular fibrillation (vf). Zone the vf was successfully converted with shock therapy. No additional adverse patient effects were reported. This device remains in service. Upon further investigation, it was identified that the intrinsic rhythm was in the vf zone prior to the atp delivery, thus, no rhythm acceleration occurred. This event no longer meets reportable complaint criteria as therapy delivery was appropriate and did not induce a new arrhythmia.